Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they used the device at the first firing of artery resection in segmental resection of lung and thoracoscopy. The surgeon clamped the tissue ,pushed the green button and tried to squeeze the handle ,however it was stiff and could not squeeze then could not fire the device. It was also noted that there were no staples deployed. Replaced by a new cartridge and the device became usable. There was no patient injury.